Event description:
It was reported that the device was used during an unknown procedure. The device tip broke off and was in the abdomen of the patient. The tip was retrieved by grasper without incident. Unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.